Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown multiloc humeral nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for proximal humerus fracture with the multiloc humeral nail and the aiming arm. Before the surgery, the surgeon checked the devices. When the surgeon assembled the devices, a drill sleeve was deviated from the d hole of the nail, and a drill bit interfered with the hole. The surgeon tried smaller nail, but the same event occurred. The surgeon thought that the aiming arm had some problem. The surgeon pressed the drill sleeve with his hand, and he managed to pass the drill to the d hole. The surgeon performed the surgery with the devices, and the surgeon could drill the d hole somehow, and the surgery was completed. The same aiming arm was used in the surgery. The surgery was delayed by less than thirty (30) minutes. No further information is available. This report is for one (1) unknown multiloc humeral nail. This is report 2 of 5 for complaint (B)(4).